Manufacturer narrative:
(B)(4). The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities such as poor right ventricle function and gi bleeding, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding and right heart failure are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported on 31 may, 2016 about a patient with right ventricular failure and palliative inotrope/ palliative lasix infusions/ palliative peritoneal drain, sa peronitis and enterococcus bacteremia, gi bleeding and liver failure. The gi bleed was not investigated or treated except with holding the anticoagulation and the patient did not receive blood since the patient had progressed into palliative/hospice care. The patient had right ventricular failure with left ventricle assist device (lvad), ended up on dobutamine and IV lasix drip with minimal response, the patient is not a transplant candidate, as rv failure progressed patient started to gi bleed "probably hepto-cardiac congestion". It is stated the patient had poor right ventricle function going into the surgery. The patient expired on (B)(6) 2016 due to biventricular failure, the patient also had liver failure and gi bleed. There will be no autopsy performed. No additional information has been provided.

Manufacturer narrative:
Additional information received from a voluntary medwatch indicates that the patient presented with peritonitis, enterococcus bacteremia and re-occurrence of the patient's gastrointestinal bleeding on (B)(6) 2016. At the time of the event, the patient is reported to have been on longterm antibiotic therapy. Details regarding the patient's symptoms at this time were not provided. The patient's peritonitis and bacteremia were reported to be secondary to an infection of the patient's gastrectomy incision. The patient is reported to have declined any further aggressive therapies including blood transfusions and was enrolled in hospice. The patient is reported to have expired on (B)(6) 2016. No further information was provided. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated narrative: additional information received from a voluntary medwatch indicates that the patient presented with peritonitis, enterococcus bacteremia and re-occurrence of the patient's gastrointestinal bleeding on (B)(6) 2016. In addition, the patient was reported to have been admitted for pain control. At the time of the event, the patient is reported to have been on longterm antibiotic therapy. The patient's peritonitis and bacteremia were reported to be secondary to an infection of the patient's gastrectomy incision. The patient underwent palliative placement of a peritoneal drain for pain management but declined any further aggressive therapies including blood transfusions and was enrolled in hospice. The patient is reported to have expired on (B)(6) 2016. No further information was provided. The device remains implanted in the patient post-mortem and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's therapeutic use of anticoagulant and antiplatelet medications, his recurrent history of bleeding events and his previously reported gastrectomy incision infection. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.